Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture (baker grade iii). (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor memorygel 325cc silicone prosthesis experienced bilateral capsular contractures post procedure. The patient stated she's experiencing stabbing pain in both breast more so the right implant, also scar tissue, indent in her breasts. The right sided capsular contracture (baker grade IV) and left sided (baker grade iii). The issue was confirmed by the physician via ultrasound examinations.. As a result patient had the implants removed on (B)(6) 2019. This report belongs to left prosthesis.

Manufacturer narrative:
Per additional information received on november 14, 2023, md/surgeon reported capsular contracture bgr 4 and distortion and suggest to have an exchange. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on november 29, 2023 indicated that the patient did not have the surgery, and it was date of event that was on december 10, 2019, not the date of removal. Manufacturer¿s reference number: (B)(4).